Event description:
It was reported that the device exhibited rapid battery depletion between follow-ups. The device exhibited no other anomalies and the patient will continue to be monitored through scheduled follow-ups. The device remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No conclusion code available. The reported rapid battery depletion was confirmed in the laboratory. The device was tested on the bench and an anomalous electronics module was found to be the cause of the rapid battery depletion.

Event description:
Additional information received indicated that the device was explanted and returned.